Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. A review of the service history record indicates that the device has been serviced over a year ago for a service condition that is not relevant to the current reported condition. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. However, an assignable root cause was not established. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power of the air pen drive device was insufficient/low, and the device leaked air. It was further determined that the device failed pretest for check internal leak tightness, check power with power test bench and check speed with tachometer. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.